Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, when the competitor right ventricular (rv) lead was connected the device, sensing, threshold and pacing impedance were initially good, but the rv coil exhibited high and undefined defibrillation impedance. It was noted that when the rv lead was tested through analyzer cables, sensing, threshold and pacing impedance were good. When the device was taken out of the pocket to check the connection, there was some rv lead oversensing. The lead was disconnected and connected again to the device, thinking that there may have been air in the header. After the device was placed in the pocket again, there was a lot more oversensing than the first time and threshold was much higher. There was also undersensing, and the rv pacing impedance and rv coil impedance showed high and undefined values. Both bipolar and integrated bipolar sensing were tested but still showed the same oversensing and undersensing. A second device was requested to see if it was a header issue, but the same issues occurred. The competitor rv lead was explanted and replaced with a new rv lead with no issues. The first device was not implanted and the second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.